Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. A photocopy of iol pictures was provided, thereby, the quality of the photos makes it difficult to identify any potential issues accurately. Observations are as follows: -an apparent scratch/mark is observed on the lens near the 10:00 o¿clock area, -lens appears to be slightly displaced superiorly, -few mild opacifications apparently located in the posterior capsule may be observed. The root cause for the reported complaint could not be determined as no product was returned for analysis. No determination could be made from the photograph provided by the customer. We are unable to confirm product damage without evaluation of the physical product. Based on the results from the product and batch history record, the product met release criteria. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who confirmed cataract surgery had been uneventful. Two days after the surgery postoperative findings were adequate and there was no dent in the implanted iol.

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Additional information has been requested but not received to date. (B)(4).

Event description:
A customer reported that a patient experienced a sickle like beam and blurred vision on her right eye between 03:00 and 06:00 after an intraocular lens (iol) implant surgery. The sickle like beam impaired the patient severely in her everyday life and also in professional life. Post-surgery examination revealed as well a notch as scratches on the iol at 10:00 which were not present before surgery according to the reporter's opinion. Also, the visual disturbances were not present before surgery. An external medical opinion confirmed that there was no default regarding the iol implant method. An explant was not recommended due to the remaining sickle like beam. Additional information has been requested but not received to date.

Event description:
Additional information was received through the patient's attorney, including relevant tests and visual acuity data. According to the data provided by an ophthalmologist, after visiting the patient on (B)(6) 2012 the patient's visual symptoms were most likely caused by capsule folds and the formation of a secondary cataract. In (B)(6) 2012, a notch in the lens was observed under mydriasis. According to the examining ophthalmologist, the notch could have a causal relationship with the reported visual phenomena. Replacement of the iol was not recommended as visual acuity was noted to be very good.

Event description:
Additional information was provided by the ophthalmologist. According to the ophthalmologist, visual phenomena was most likely due to capsular folds and development of secondary cataract. An appointment for a yag capsulotomy was scheduled.